Event description:
It was reported that the patient presented remotely via merlin.net . Review of the transmission showed that the right ventricular (rv) lead exhibited over-sensed noise which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.